Event description:
It was reported that during a non-clinical case involving a ngen rf generator, japan configuration and a flow rate issue occurred when on ablation. When ablating at 36w and above in qmode, the flow rate during pre rf (radiofrequency) time did not reach 15ml/min and was still flowing at only 4ml/min. The actual temperature was above the max low temperature. At that time, the output of power was titrated. Additionally, in qmode with 35w or less, the flow rate at the end of the previous session was 15 ml/min. The next session was started during post rf time, and the flow rate did not reach 4 ml/min during the pre rf time, but remained at 15 ml/min. When the target temperature was exceeded, normal behavior was observed. No patient consequences were reported and no patient involvement was confirmed.

Manufacturer narrative:
Note: per FDA request, MDR submissions for the ngen rf generator are to be reported with PMA details of the catheter used along with the ngen rf generator. However, the catheter used in this case is currently unknown, therefore no PMA details are available. Follow-up was performed and no additional information was provided. Therefore, this file is processed with the ablation catheter information of the smart touch sf. The hardware investigation has begun but it has not been completed at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 23-sep-2024, bwi has updated the product investigation with additional findings. As originally reported, "the videos displayed carto 3 with an external display of the ngen generator display while performing ablation. The irrigation values started at 15ml, then decreased to 4ml. This irrigation value was maintained even when the set temperature (50°c) was reached." The additional findings are as follows: this specific issue was related to a software bug for ngenv2.0. B (code #214219). The expected behavior is that qmode ablation algorithm allows ablation in 50w with 4mml flow rate as long as the temperature is below the target value. If the temperature is reaching the target value, the flow will increase to 15mml and power will titrate down if the temperature is not decreasing. The bug is causing the irrigation to stay at 4mml in some scenarios. As a result, in case the temperature rises, the power will titrate down to keep the temperature in the safe zone. An investigation was opened to address software bug for ngenv2.0. B. The correction activities will be managed via the defect management process. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
On 13-may-2024, the product investigation was completed. It was reported that during a non-clinical case involving a ngen rf generator, japan configuration and a flow rate issue occurred when on ablation. Device investigation details: videos were received and analyzed following biosense webster procedures. The videos displayed carto 3 with an external display of the ngen generator display while performing ablation. The irrigation values started at 15ml, then decreased to 4ml. This irrigation value was maintained even when the set temperature (50°c) was reached. The customer complaint was confirmed based on the videos received. A potential cause cannot be assigned based on the current evidence. A device history record evaluation was performed for the finished device number 22370008fg, and no internal actions related to the reported condition were identified. Service was not required. However, if work order information is received, the product investigation will be updated accordingly, and any action will be taken if necessary. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).